Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion area was located in a moderately tortuous and moderately calcified blood vessel. A 5.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use in a shunt-percutaneous transluminal angioplasty, and was advanced for dilatation. During the fifth inflation at 8 atmospheres, the balloon ruptured. The device was simply removed. The procedure was completed with another of the same device. No complications reported. The patient was stable post procedure.